Event description:
A renegade microcatheter was being prepared for use in a therapeutic cerebral angiogram procedure. After opening the package, as the catheter was being flushed, it was found to be broken and leaking towards the distal tip.